Manufacturer narrative:
Analysis of tined lead l/n va0epyt revealed non-conformance in the form of all conductors being broken 5.5 cm from the distal end.

Event description:
It was reported the patient experienced a gradual, painful, surging sensation on the left side at pocket site and from up in the back down to their feet. The patient underwent lead replacement surgery to fix the issue. The right side of the lead had separated and the wire was knotted up. The patient was unable to adjust stimulation due to reaching the upper limit. Changing to program two resolved the issue. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient was doing very well.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0epyt, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, product type: programmer, patient. (B)(4).